Event description:
Three discordant, falsely depressed calcium patient samples (3 patients) were obtained on an atellica ch 930 instrument. The initial results were not reported to the physician(s). The same patient samples were reprocessed on the same instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed calcium patient samples.

Manufacturer narrative:
An outside of united states (ous) customer reported three discordant, falsely depressed calcium patient samples (3 patients) obtained on an atellica ch 930 instrument. The quality control (qc) was within acceptable range at the time of the event. Siemens is investigating the issue.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00222 on 11aug2022. Additional information (16aug2022): an outside of united states (ous) customer reported three discordant, falsely depressed calcium patient samples (3 patients) obtained on an atellica ch 930 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse checked the alignment of the dilution probe, checked for leaks in the hydraulic system, and performed a level sense test on the dilution probe. The cse did not observe any instrument issues which may have contributed to the discrepant patient results. Siemens reviewed the instrument data via smart remote services (srs) and determined that this was not a reagent lot or method issue. The number of observed sample specific process errors suggest poor sample quality which cannot be ruled out as a contributing factor. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.